Manufacturer narrative:
(B)(4). Report source: foreign: (B)(6). The device will not be returned for analysis, due to location of device is unknown; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2019-05650.

Event description:
It was reported that the patient underwent a revision procedure approximately one year post implantation due to implant fracture and metallosis. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
Upon reassessment of the reported event, this report should be voided as it was determined to be a duplicate of MFR number 0001825034-2018-10671.

Event description:
Upon reassessment of the reported event, this report should be voided as it was determined to be a duplicate of MFR number 0001825034-2018-10671.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant medical products: catalog#: ep-083650 rloc-x e1 h/w +3mm 50/36mm 23 lot#: 3911568 catalog#: 650-0554bm taperloc bmpc 11.0x142mm 12/14 lot#: 3916225 catalog#: 650-0837 delta cer fm hd 036/0mm 12/14 lot#: 2016041693.

Event description:
No further event information available at the time of this report.